Event description:
According to a "letter to the editor" entry in the journal of diseases of the colon and rectum, six pts were treated with complex anorectal fistulas. It was reported that none of the pt's fistulas were able to be closed. In addition, four pts developed acute sepsis and three required operative intervention to drain the infection and/or debride the bioglue. However, the total number of pts with one or more complications is not known.

Manufacturer narrative:
This investigation is currently ongoing. Any add'l info will be provided in the f/u report.